Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation was limited due to the unavailability of patient sample results, calibration data, quality control data, pre-analytical information, and alarm trace data. The field service engineer performed an instrument check, which passed, and no hardware issues were identified. Potential contributing factors, such as pre-analytical handling, calibration or quality control handling, and reagent handling, could not be ruled out. Based on the limited information available, a definitive root cause for the reported event could not be determined.

Event description:
The initial reporter alleged false-positive results with the elecsys hiv duo assay on the cobas e 801 analytical unit. No specific patient sample results or additional testing details were provided.